Event description:
Olympus medical systems corp. (Omsc) was informed there were multiple incidents of healthy mucosa shearing/tearing off by distal hood after procedures. The reporter stated, they had three (3) instances of unexpected tissue captured by the duodenovideoscope cap. One (1) following an endoscopic retrograde cholangiopancreatography (ercp) procedure a scope had been suctioned, and then on inspection in the cleaning room a lump of tissue was found in the tip of the duodenovideoscope. The medical staff were notified, and inspected the duodenovideoscope and the didn't feel the need to "re-scope" the patient to look for injury. The second incident was an ercp, where the reporter found a small piece of tissue (1mm x 3mm) in the tip after removing the disposable cap prior to suctioning. It was mixed with other ercp stone debris, some blood and mucous. They did not alert anyone as they were unsure it wasn't stone debris and didn't think it was particularly out of the ordinary. The third incident which the reporter wanted to bring to olympus' attention was also the same day as the second incident. A 190 series duodenovideoscope was used to visualize the ampulla following a gastroscopy. When the duodenovideoscope was removed there was 4 significant pieces of tissue embedded in the disposable cap and around the elevator channel. This was removed and shown to the doctor. "The tissue appeared like sheared off smooth mucosa". The longest piece was nearly 20 mm long when straightened out, and there was 3 other pieces about 3x5 mm long. Since it was in the middle of the procedure, their focus was on continuing the procedure at hand, but managed to photograph 3 of the 4 pieces, one lodged within the disposable cap. For size reference the sachet of lubricant is 35x80mm long. To their knowledge there wasn't been any bleeding/pain issues for the patient and they were discharged home same day. There was no patient injury reported for the three (3) events. The device was inspected and no visual defect or protruding plastic was found. The following medwatch reports are related with patient identifiers: (B)(6) tjf-q190v / (B)(6) maj-2315. (B)(6) tjf-q190v / (B)(6) maj-2315. (B)(6) tjf-q190v / (B)(6) maj-2315. This medwatch is for (B)(6) related to patient identifier (B)(6) which was reported under MFR report number 8010047-2020-09454.

Manufacturer narrative:
The device referenced in this report was not returned to omsc for evaluation. The root cause of the reported phenomenon could not be conclusively determined. However, based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated. The instruction for your use provided examples of inappropriate handling. For example: the IFU warns users about " applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions." In addition, it also warns users about "attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ the device history record was unable to be reviewed for this device since the serial number was not provided. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.